Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported the consumer had a significant change in their stimulation pattern, and were experiencing low back pain, lumbago, radiculitis, and neuritis. On (B)(6) 2016 it was confirmed via x-ray the consumer's leads had migrated inferiorly. Relevant medical history includes spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported the physician confirmed via an x-ray the leads migrated. As a result the leads were going to be revised on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.